Event description:
Per ibc, the guidewire was reportedly slightly bent and the sheath was partially open. During procedure guide wire got stuck inside catheter. On (B)(6) 2015 - ibc reported that the doctor was trying to pull out the guidewire, when the elasticity of guidewire was broken during pulling. A new hemosplit was placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rexh2224 showed no other similar product complaint(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a damaged guidewire was confirmed and was likely use related. The product returned for evaluation was kit components from a 14.5fr x 19cm hemosplit dialysis catheter kit (everything but the airguard introducer sheath). The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Evaluation of the returned sample showed that the guidewire was broken and the coil wire was unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed "matenal" necking of the wire at the break which is indicative of a strong pull on the wire. Further examination of the needle tip showed mechanical damage to the inner needle bevel. This type of damage occurs when the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. Normal movement of the guidewire is away from the sharpened needle bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against sharp edge of the needle bevel causing shearing damage. The proximal tip of the wire was likely damaged, but not discovered until the guidewire was to be removed from the catheter. An examination of the wire structure revealed no potential damage/defect related to the manufacture of the product. A non-complainant guidewire was successfully inserted and retracted through the catheter showing that passage of an undamaged wire was possible. A warning regarding...

Event description:
Per ibc, the guidewire was reportedly slightly bent and the sheath was partially open. During procedure, guidewire got stuck inside catheter. On (B)(6) 2015 - ibc reported that the doctor was trying to pull out the guidewire, when the elasticity of guidewire was broken during pulling. A new hemosplit was placed.